Manufacturer narrative:
Unable to prime during prime test due to protruded/loose drive support disk. No prime alarm noted. The insulin pump had a crack on top right corner near display window.

Event description:
The customer reported that the insulin pump alarmed. The blood glucose reading was 245mg/dl/. The customer stated that the drive support cap is protruded. Advise the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.